Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to replace the dislodged internal magnet. This report is filed august 30, 2016. H3 other text : implanted device remains.

Manufacturer narrative:
This report is submitted on september 19, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Manufacturer narrative:
This report is submitted on august 19, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment during an MRI scan (date not reported). It is unknown whether the patient's head was wrapped as an approved indication in (B)(6). Surgery to replace the magnet is planned; however, it is unknown whether this has occurred, as of the date of this report.